Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major has been completed since the original report was filed. No product was returned. As per clinical large hematoma at impella site started after patient was rolled to change sheets and systemic heparin was paused with site redressed, angled better stabilizing bleeding. The cause of the access site bleeding issue was patient movement related with patient rolling over the bed leading to hematoma at insertion site per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella cp support ongoing when on day two of the support the patient developed a hematoma. The patient was rolled and hematoma developed and urine color change occurred/pink tinge. The pump was repositioned and heparin were held off. Systemic heparin paused and bicarb discussed. The patient remains on support despite the access site bleed.